Event description:
It was reported that during a da vinci-assisted thymectomy procedure, the surgeon noticed that the patient's chest was full of blood while looking for a needle. The surgeon believed he might have nicked an artery. As a result, the surgeon elected to convert the case to open surgery. At the time the complaint was reported to intuitive surgical, inc. (Isi), the patient was in the intensive care unit (ICU) recovering. On 27-jul-2022 isi received additional information from the surgeon regarding the reported event. Per the surgeon: "the case was a resection of a large thymi /anterior mediastinal mass and concomitant left atrial appendage ligation with atriclip. The patient was referred initially for the atriclip but the presence of a large mass necessitated it's resection for exposure as well as for pathological diagnosis. The thymectomy and the atrial appendage ligation both went well technically with good result." The surgeon explained that in order to safely open the pericardium due to patient's huge size and large amount of pericardial fat, he "was tackin back pericardial fat." The surgeon was initially provided a 2-0 vicryl suture on a ur-6 needle. However, the surgeon indicated that he did not want that needle and when the bedside assistant attempted to remove the ur-6 needle from the operative field, the "ur 6 needle" popped off. The surgeon stated that they spent a long (unspecified) time looking for the needle without success and opted to complete the atriclip portion of the procedure. After removing the thymus, the surgeon resumed the needle search. The surgeon stated, "this was a lengthy search and due to his body habitus, was challenging to see, particularly posterior due to the anterior port placement/approach.¿ the surgeon opines that ¿while trying to retract the lung, I improperly moved arm 4 and lacerated the main pulmonary artery with the bipolar forceps.¿ massive sudden bleeding was observed and the surgeon immediately opened with an anterior thoracotomy. The bleeding was controlled with proline suture(s). The patient received 2 units of packed red blood cells (prbc). Following repair of the vessel, the surgeon spent another hour or so open and with fluoroscopy, but was unable to find the missing needle. Per the surgeon, the patient has so far recovered uneventfully. The surgeon indicated that there was no malfunction o the da vinci system or instrument(s). No further information was provided.

Manufacturer narrative:
Based upon the information provided, the cause of the intra-operative complication cannot be determined. However, the surgeon believes he improperly moved a robotic arm and lacerated the pulmonary artery. A follow-up MDR will be submitted if additional information is received. A review of the system logs has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, there is nothing in the system logs that show any non-intuitive motion. Both fenestrated bipolar forceps (fbf) instruments (part #471205-17; lot #k11220404-0196 and #k10220509-0068) have been used in subsequent procedures. A long bipolar forceps instrument (part #471400-10; lot #k10211206-0218) used during the case was used in a subsequent procedure. Another long bipolar forceps instrument (part #471400-10; lot #k10220124-0120) used during the case has not been used in subsequent procedures. A review of the site's complaint history reveals no related complaints reported against the instruments. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted thymectomy procedure, the pulmonary artery was injured while the surgeon was looking for the needle that had fallen inside the patient. As a result, the procedure was converted to an open thoracotomy to control the bleeding and the patient received 2 units of prbc. The cause of the intra-operative complication is unknown although the surgeon believes he improperly moved a robotic arm and lacerated the vessel. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.